Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after warm up. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the warm up restarted after warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.